Manufacturer narrative:
No product will be returned for evaluation. No product defect or malfunction was reported. The customer was using one of abbott diabetes test strips that was on the recall list (reference adc recall (z12112014 and z12122014), which could contribute to the patient's hospitalization. No product lot number was reported therefore no qualifications records were reviewed.

Event description:
The patient reported on (B)(6) 2014 at 7:21 am her blood glucose was reading 100 mg/dl. At 8:00 am she was feeling sick, had abdominal pain and she was throwing up. She was then taken to the emergency room. At the hospital a bg meter comparison was performed. Her pdm read 100 mg/dl and with the hospital's meter results were over 500 mg/dl. They treated her bg with manual injections of insulin and stayed in the hospital for a total of three days. She recently received a letter form abbott diabetes in regards to the test strips recall but didn't have a chance to call abbott yet at the time of the call.